Event description:
Medtronic received information that this patient experienced loss of speech, words, and a stroke as a result of complications associated with catheter entrapment during an embolization treatment for an avm (arteriovenous malformation).

Manufacturer narrative:
Medtronic (covidien) received this complaint through social media (https://mobile.twitter.com/avmcomplication). The device involved in the event will not be returned for evaluation as it was consumed in the event. The lot history record review was not possible as the lot number was not reported. (B)(4).